Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/09/2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a problem with the touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04feb2019. Date rec'd by MFR: 29nov2018. The field service engineer (fse) evaluated the device at the customer site. The fse replaced the user interface (ui) printed circuit board assembly (pcba), touchscreen assembly and power management (pm) pcba to address the issue. The ventilator passed all testing. Although requested, the information regarding patient information was not provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.